Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1.could you please clarify if there were any patient consequences? 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the sigmoid colectomy procedure, the doctors were conducting a lap sigmoid on thursday, december 15th at 6pm. Using the ec60a manual echelon, they fired across the sigmoid colon, under articulation. After firing the stapler, they were unable to open the device. Per their report, they followed the steps to use with reverse knife blade, but were still unable to open the stapler. In the process of trying to open the device, the handle broke off. In order to remove the stapler, a second device was needed and stapler fires around the locked out. Stapler were required. No patient consequences reported. No further information is available.